Event description:
It was reported that during a lap gastric bypass procedure, the device would not hold pneumo. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.